Event description:
Clinical study 11 months after a coronary during eluting stenting treatment procedure, the pt underwent a target vessel reintervention. In 2004, pt was admitted to the cath lab. The pt was already taking asa, plavix, and lipitor at the time of admission. The first lesion being treated was a 3.0 mm, non calcified, non tortuous, 95% instent restenosis lesion in the proximal right coronary artery (rca). The lesion was not predilated. The physician implanted a taxus express2 8.8% 3.0 x 24 mm drug eluting stent in the proximal rca and with 1 mm overlap, implanted another taxus express2 8.8% 3.0 x 24 mm drug eluting stent in the mid rca. The second lesion being treated was a 3.0 mm, non calcified, non tortuous, 85% stenosed mid left anterior descending (lad) artery lesion. The physician implanted another taxus express2 8.8% 3.0 x 24 mm drug eluting stent. There were no pt complications. The pt was discharged the next day on asa, plavix, and lipitor. Same day the pt was readmitted for a target vessel reintervention. The mid lad was stented with a cypher drug eluting stent for an instent restenosis. There were no complications. The pt was discharged on the following day. In the opinion of the physician, the instent restenosis relation to the taxus stent is "probable".